Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A suture break can be influenced by, but is not limited to, manufacturing, user technique, and/or anatomical conditions. During the manufacturing process, the suture is visually inspected and functionally tested. Based on the in-process inspection and lot acceptance testing, there is no reported information from the incident that would indicate a manufacturing deficiency or a manufacturing influence to the reported experience. The suture could be damaged by the instruments used in the procedure or due to the user pulling the suture against resistance. The proglide instructions for use provides for the optimum procedure to ensure successful delivery of the suture. There is no reported information to indicate a user influence. Anatomical conditions can interfere with the deployment process and may snag the suture during the tightening process. This can result in the user applying more force to complete the suture deployment, causing a suture break. However, there is no reported information to indicate an anatomical condition influence. The investigation could not conclude manufacturing, user technique or anatomical conditions had influence on the reported experience. Therefore, the cause of the reported suture break could not be determined by the reported information. A review of the device lot history record and a query of the complaint handling database were not performed as the lot number was not provided and the device was not returned for analysis.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after a diagnostic procedure. Reportedly, when the plunger was removed, the suture broke. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.